Manufacturer narrative:
(B)(4).

Event description:
It was reported that they physician's tablet serial cable was faulty as it led to communication errors. An "unable to establish communication" message was received. Upon replacing the serial cable with another, the communication errors cleared. Troubleshoot was attempted by using the suspect serial cable with a different tablet and wand but communication was not successful. Therefore the product was received on 10/20/2015. Analysis is underway but has not been completed.

Event description:
An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.